Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported that following an intraocular lens (iol) implant procedure, the patient had blurry vision and glare. The iol was exchanged for unspecified advanced technology intraocular lens. Clinical reason for explant mentioned as other mechanical complication of iol. Additional information has been requested, yet no new information received.